Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperative compressor. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the compressor inlet filter, muffler. The se performed extended self-testing and the device operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A muffler (intake filter) was returned to covidien/medtronic¿s failure analysis. A visual inspection found the filter was speckled with darker color dirt/dust particles. An investigation was performed and the identified root cause of the reported issue was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated.